Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that the stent prematurely deployed and upon removal it was caught on the y connector and became stretched and ultimately separated. The 99% stenosed, target lesion was located in the mildly tortuous and severely calcified superficial femoral artery (sfa). Following pre-dilation, a 6 x 150 x 75 innova stent was advanced ipsilateral over a .035 radiofocus stiff guidewire. When the device was advanced to the severely calcified lesion there was severe resistance felt with the delivery system. The middle sheath got shifted back and the tip part of the stent became slightly deployed. During removal, the stent became caught on the y connector, stretched, and separated. The system was removed together, and the entire stent was able to be retrieved. There were no patient complications and the procedure was completed with a different device.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: returned product consisted of an innova self-expanding stent system with the yellow thumbwheel protector still in the manufactured position. The outer sheath, tip, inner sheath and the remainder of the device were checked for damage. Visual examination revealed a kink to the outer sheath at the nosecone. The stent was partially deployed and approximately 45mm is sticking out distal of the middle sheath. The section of the stent that is sticking out of the middle sheath is stretched/deformed with a separated distal section missing. The distal section of the separated stent did not return for analysis. There is approximately 90mm of the stent still in the middle sheath. Microscopic examination revealed no damages. There was blood in the middle sheath. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed that the stent is partially deployed, damaged, and is missing the separated distal section.

Event description:
It was reported that the stent prematurely deployed and upon removal it was caught on the y connector and became stretched and ultimately separated. The 99% stenosed, target lesion was located in the mildly tortuous and severely calcified superficial femoral artery (sfa). Following pre-dilation, a 6 x 150 x 75 innova stent was advanced ipsilateral over a .035 radiofocus stiff guidewire. When the device was advanced to the severely calcified lesion there was severe resistance felt with the delivery system. The middle sheath got shifted back and the tip part of the stent became slightly deployed. During removal, the stent became caught on the y connector, stretched, and separated. The system was removed together, and the entire stent was able to be retrieved. There were no patient complications and the procedure was completed with a different device.